Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead was failing to capture. The patient was asymptomatic. No intervention was performed and the lv lead will continue to be monitored. The patient was stable throughout appointment.